Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that he had a car accident while he was driving due to low blood glucose on (B)(6) 2017, with blood glucose of 37 mg/dl at the time of the incident. The customer was at 125 mg/dl at the hospital. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer was sent home the same night as the accident. The customer's blood glucose levels had been high all day, and he had been treating with the pump and after leaving work, their levels dropped rapidly. The insulin pump will be returned for analysis.